Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant product: 4196 implantable pacing lead 2012 (B)(6). (B)(4).

Event description:
A patient death was reported with limited information. It was reported that there was non-capture that was suspected to be due to the patient's metabolic state and that the patient may have been in pulseless electrical activity. It was also noted that it was suspected that the patient had "a massive infarct that was cardiac in nature but not arrhythmic". Information reported during the call indicated the patient died approximately 1 month post implant of the ICD system. A cause of death was requested and not received.

Manufacturer narrative:
No eval explain code.